Event description:
It was reported that while removing the patient and cot from the ambulance, the retaining post of the cot got caught on the plastic cover of the fastener, causing the cot to tip. There is not reported patient injury but the paramedic sustained a torn rotator cuff that will require surgery.

Manufacturer narrative:
The investigation has been completed; it was determined the cot tip was due to the retaining post assembly needing to be aligned/adjusted.

Event description:
It was reported that while removing the patient and cot from the ambulance, the retaining post of the cot got caught on the plastic cover of the fastener, causing the cot to tip. There is not reported patient injury but the paramedic sustained a torn rotator cuff that will require surgery.